Event description:
It was reported that device was implanted as a hybrid construction on l4_l5_s1 with cages between l5-s1. Returned screws are those of s1 because the segment was fused.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500. This report will be amended when our investigation is complete.